Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported a false positive result with the alinity m sars-cov-2 assay. The suspect sample was tested on (B)(6) 2022 and gave a positive result. The customer had taken 3 antigen tests which tested negative prior to the test being completed on (B)(6)2022. The results were reported outside of the laboratory. There was no reported impact to patient management.